Event description:
Notified by (B)(6) on 2024-08-14, that a revision of a disassociated connection component originally implanted on (B)(6) 2018, was performed by dr. (B)(6). On (B)(6) 2024. Images included, one showing explanted components with set screw that is proud and notified that this is how it looked upon removal. Revision surgery was successful.[customer].

Manufacturer narrative:
This is the final supplemental report, the complaint is closed.

Event description:
Notified by (B)(6) on (B)(6) 2024, that a revision of a disassociated connection component originally implanted on (B)(6) 2018, was performed by dr. (B)(6). On (B)(6) 2024. Images included, one showing explanted components with set screw that is proud and notified that this is how it looked upon removal. Revision surgery was successful. [Customer].